Event description:
It is reported that the device was implanted in 2009, and revised in 2009, due to hematoma.

Manufacturer narrative:
Eval summary: eight days after a tka was performed a revision was required as a result of a severe hematoma, or a collection of blood (typically clotted) in the knee. No product was returned for eval. Also, no x-rays were returned for review. Lot number info is unk. Based on the available info a definitive cause can not be determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.